Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent breast augmentation revision with a 250cc mentor siltex round moderate profile saline prosthesis experienced spontaneous left sided deflation post procedure. The patient noticed a visible size change in the implant and received a medical diagnosis for the deflation. As a result, an explant was performed on (B)(6) 2020.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number (B)(6), and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).